Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The service representative replaced the fluoro functions board, the single board computer, the generator interface board, and the celeron printed circuit boards as well as the video cable. The system was tested and operates as intended.

Event description:
The customer reported that the 9800 system displayed a failed communication error message and distorted images. No patient injury was reported.